Event description:
Saluda representatives were notified of inadequate pain relief and lead migration for a patient implanted with an evoke spinal cord stimulation (scs) system. An explant was reported to be completed to resolve the reported event. Saluda representatives were initially notified of this event through a 3rd party and no further information has been received. The explant date was not confirmed and the exact date of explant unknown. (B)(6) 2025 is selected as an approximate event date.